Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. Upon the customer's request, the power switch overlay was not replaced. Part was not returned to fi, therefore, the root cause cannot be determined.

Event description:
The customer reported green light emitting diode (led) of power switch had illumination failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.